Event description:
During a dilatation procedure in a venous lesion, the catheter balloon burst on the 1st inflation. The catheter was removed and replaced with a different model to complete the procedure. After the dilatation was complete, the catheter balloon wouldn't deflate. A needle was unsuccessful in popping the balloon. The catheter and sheath were removed together.

Manufacturer narrative:
The following is block h6 for device #2 method:10,26,36 & 38 results:100-as sample condition prevented thorough evaluation conclusion:67.